Manufacturer narrative:
The device was received for evaluation and is pending evaluation.

Event description:
The customer reported the plum set was leaking chemotherapy from the filter vent. This occurred after infusion of cisplatin for about 5 hours. There was patient involvement but no report of patient harm.

Manufacturer narrative:
Received one used list# 123390488, the set was visually inspected and the seal surface around the vent had cold form damage. The vent plug juncture was tested according to product specifications. There was a leak observed from the vent plug juncture with the cap closed at the area of the deformation noted. The vent plug juncture was tested with the vent cap open. The filter seeped liquid through multiple locations in the filter. The complaint of leakage can be confirmed, the probable of the observed filter leak is temporary or permanent loss of the hydrophobic properties of the vent material due to infuse interactions. The probable cause of the cap leakage was due to the cold form damage. The probable cause of the cold form damage is unknown. The lot review was performed with no issues noted.